Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a secondary bag empty sooner than expected was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and confirmed backflow from the secondary to the primary indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary bag of magnesium, 2 grams, was found empty although the pump indicated that 25.1ml was remaining to infuse. This was discovered approximately an hour after the dose had started. No information was provided regarding the volume of the bag or the intended time or rate of delivery. No harm was reported.